Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B) (6) male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.